Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that bottom case was cracked by l bracket area and left plunger case has a broken screw boss. During syringe testing and check the reading of plunger sensor, the reported problem was verified. The root cause of the reported issue was found to be the q1 broken off from plunger circuit board and glue was broken. Replaced plunger circuit board. Performed syringe testing, power up process and all functional testing which passed. (UDI) is unknown. No product information has been provided to date.

Event description:
It was reported that there was a plunger error. No patient injury was reported.